Event description:
The account alleged the brakes were not looking and the bed was moving side to side. No patient impact.

Manufacturer narrative:
The technician found the brakes were not set, user error. The technician set the brakes to resolve the issue.